Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited greater than 2500 ohms impedance and a polarity switch occurred. As there was still good sensing in unipolar, the programmed mode was changed to vdd and the patient would be monitored.